Manufacturer narrative:
MFR received date: 09 sep 2019 date of report received: 12 sep 2019. The international fse (field service engineer) evaluated the ventilator and confirmed that the top part of the touchscreen was unresponsive and calibrating it did not resolve the problem. The fse replaced the touchscreen and the problem was resolved. The ventilator successfully passed performance specification testing after the repair was completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 07 november 2019. Date of this report: 11 november 2019. The replaced touchscreen was returned and failure investigation was performed on (B)(4) 2019. It was determined that the pin to pin resistances and resistance ratio were out of specification, which caused the reported touchscreen failure.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08/26/2019. International UDI # (B)(4).

Event description:
It was reported that the ventilator's touchscreen is faulty. There was no patient or user involvement.